Manufacturer narrative:
The reported event was unconfirmed. Evaluation found no leakage observed even when pressure was applied on sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils) [they may damage the device and may burst balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments [catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon].

Event description:
It was reported that water leakage occurred from a hole on the valve on the catheter after 2 days of use.